Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the phenom 21 catheter was returned for analysis inside an inner pouch, an outer carton, a sealed biohazard bag, and a shipping box. Damaged location details: the phenom 21 catheter tip and marker were examined, and no damages were noted. The catheter body was in good condition. No flashes or voids were observed on the catheter hub, and no other anomalies were found. Testing/analysis: the phenom 21 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested via an in-house 0.021-inch mandrel through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint could not be confirmed, as no issues were encountered while testing the returned phenom 21 catheter. However, the root cause of the resistance complaint could not be determined. Possible causes include severe vessel tortuosity, damaged devices, and a lack of continuous flush with heparinized saline during the procedure. The customer¿s ¿difficulty navigation¿ complaint could not be confirmed. However, the root cause of the failure could not be determined. Possible causes include severe vessel tortuosity, damage to guidewire, and a lack of continuous flush with heparinized saline during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the solitaire device was not torqued or repositioned during delivery or retrieval. The patient had vessel stenosis proximal to the thrombus site. The microcatheter tip covered the solitaire device proximal marker during the attempted retrieval. The clot was hard.

Manufacturer narrative:
Continuation of d10: product ID sfr4-6-40-10 (b704911); product type: ; a separate report will be submitted for the solitaire device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire x stent retriever that had resistance in the phenom 21 microcatheter and separated/broke. The patient was undergoing a thrombectomy procedure to treat acute ischemic stroke in the left m1 segment. Patient vessel tortuosity was severe. The patient's baseline mrs was 4, nihss was 12, and tici was 1. It was reported that the devices were prepared and the catheter was flushed according to the instructions for use (IFU). After the first pass, the vessel was not fully revascularized so it was decided to make a second pass using the same procedure. The phenom 21 catheter crossed the lesion. Then, the solitaire experienced resistance and friction in the middle section of the catheter. The resistance was severe and the pushwire broke/separated in the middle. The pushwire broke inside the catheter and the entire system was safely removed. Despite two passes with the solitaire device, perfusion was not achieved. The operator flushed all accessory devices as per instructions and attempted to cross the lesion with phenom 21, but severe resistance and difficult navigation led to switching to another manufacturer's catheter which allowed the solitaire to enter easily. The operator completed four total passes with the solitaire x to finish the case successfully with tici 3 achieved. There was no harm or injury to the patient. Post-procedure nihss had improved to 5. Ancillary devices: headway 21 microcatheter, traxcess 14 guidewire